Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect, stroke, is a known adverse event as listed in the instructions for use. Although a conclusive cause for reported patient adverse effect and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient underwent carotid stenting of the right internal carotid artery (rica). Access was achieved with a 6 fr shuttle sheath in order to deliver the emboshield nav6 with no issue. At this time, the patient was not sitting still and was agitated and was administered versed and he was also arm restrained. However, even with the medication he was still slightly agitated but relaxed a bit and the rica was successfully stented with the xact stent. Everything was going well and the medication was being reversed; however, through neurological checks, the patient had problems squeezing the ball with the right hand and they were not sure if it was from the medication or not; however, the patient could not follow the command and was moved to recovery. There were continued issues with right sided weakness of the right arm and leg. When the patient was asked to squeeze the ball in the right hand he would squeeze the left hand, but if you placed your hand in his right hand he would squeeze lightly. It is believed that the patient had a right sided stroke. When he was asked to move his right leg he said he could not do it. However, doing the babinski test on his right foot, he could feel it. The patient is improving and is moving his right hand and arm, but not his right leg yet and he currently remains in the hospital. The duplex of the left carotid artery did not note a percentage of plaque; however, the account manager did review it and although there was some plaque observed, it did not look significant. No additional information was provided.